Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tl60 instrument did not set the staples when fired. Another instrument was used to complete the case.